Event description:
It was reported that " pt having frequent agitation episodes, propofol and precedex infusing through left mac introducer in dlic. Pt not responding to sedation gets gtts prn dilaudid and haldo given through peripheral IV. Pt responded to prns. Writer noted propofol in dlic sheath, cca notified. Dlic removed, and sedation gtts moved to other port on central line. Patient now more adequately sedated."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc with the cath-gard component (t-14703-002a) for analysis. Signs of use in the form of biological material were observed within the catheter body. The customer report stated, "propofol in dlic sheath," which suggests a catheter leak; however, visual analysis did not reveal any defects or anomalies on the catheter nor the cathgard. The catheter body length measured 316 mm, which is within the specification limits of 307-327 mm per catheter product drawing. The catheter body outer diameter measured 0.096", which is within the specification limits of 0.095"-0.099" per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching injection caps to the appropriate extension lines, if applicable." No leaking or blockages were observed when both lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds (timer: ref-003150) with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller then 10 ml to reduce risk of intraluminal leakage or catheter rupture." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. Both lumens passed functional leak testing performed per iso 10555-1 and no evidence of leakage, backflow, or inter lumen crossover was observed with any of the lumens. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.-lot# corrected too unknown section d.4.- the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that " pt having frequent agitation episodes, propofol and precedex infusing through left mac introducer in dlic. Pt not responding to sedation gets gtts prn dilaudid and haldo given through peripheral IV. Pt responded to prns. Writer noted propofol in dlic sheath, cca notified. Dlic removed, and sedation gtts moved to other port on central line. Patient now more adequately sedated."